Event description:
Following a procedure with the tenex health tx system, the doctor reported a sinus track development due to heat in the treatment area.

Manufacturer narrative:
Follow-up report #01. Further information was obtained from the reporting physician. It was determined that the sinus track "development" was an issue of excessive drainage or discharge from the treatment area. It is unclear if heat from the device was a factor or if there were any tissue burns.

Event description:
Following a procedure with the tenex health tx system, the doctor reported a sinus track development due to heat in the treatment area. The issue involved extended drainage from the treatment area, apparently due to delayed healing of the sinus track. It was unclear if there were any tissue burns.